Event description:
It was reported that the lower luer port of a clearlink solution set leaked. This occurred during infusion of 159 mg paclitaxel at 250ml/hour. The device was connected to a y extension set. The reporter further stated that the gland inside the port was recessed in the port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the y-site gland was recessed/inverted into the y-site housing. The cause of the recessed gland could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.